Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control before and after the event were acceptable. A precision check on (B)(4) 2014 was within specification. The analyzer had a six month service performed after the events. The customer provided data for a third crej event. The customer provided the reaction kinetics for the third event, and they were evaluated. Due to the size of the result difference a pre-analytical interference, like a micro-clot is likely. This is also indicated by the abnormal course of the absorption signal. Instead of the normal constant absorbance increase, the signal shows a step like behavior. This shows that some material got into the reaction cuvette and hindered the reaction. There is no indication the analyzer is the cause of this event as the calibration and quality control were acceptable and the problem only occurred on three crej samples and no other tests.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej) results on their integra 800 analyzer. The first patient's initial crej result was 305 umol/l and it was reported outside the laboratory. The result was queried by the clinician and the sample was repeated. The repeat result was 104 umol/l. The second patient's initial crej result was 153 umol/l and it was reported outside the laboratory. The initial result was not queried, but the laboratory staff decided to repeat it because first patient's initial result was found to be erroneous. The repeat result was 67 umol/l. No actions were taken on the first results and there were no adverse events. The crej reagent lot number was 690960. The expiration date was requested but not provided.